Event description:
It was reported to boston scientific corp that a rx needleknife sphincterotome was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2009 (pt is (B)(6) old). According to the complainant, during the procedure the needle did not cut tissue. The customer indicated that the active cord used to connect the needleknife with the electrosurgical generator was successfully used in subsequent procedures. The procedure was completed with another rx needleknife sphincterotome. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).